Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own can be confirmed. Based on the investigation details, the likely cause was problems with the asic motor controller, which will be replaced. Service will perform any necessary maintenance and then repair and return the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.